Event description:
It was reported the patient was seen in the emergency department after receiving approximately six inappropriate shocks. The lead was found to have noise, an impedance of greater than 3000 ohms, and an apparent fracture. The lead was programmed off and further course of action is being discussed. No further patient complications have been reported as a result of this event.

Event description:
It was reported, the patient was seen in the emergency department after receiving approximately six inappropriate shocks. The lead was found to have noise, an impedance of greater than 3000 ohms, and an apparent fracture. The lead was programmed off and has since been removed.. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: a partial portion of the lead was returned in segments. It was analyzed and it was found that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary. Evaluation summary: the actual device associated with this event was not received, however performance information was received and evaluated. Oversensing comments 8-ventricular nst=200 ms on (B)(6) 2012 13:30:49 to 14:23:51. 1-vf=160 ms average v-cycle on (B)(6) 2012 at 13:31:11. S2d-review sensing-sics-since last session rfr cd list nterference/noise comments ventricular short interval count v-sic=1167 counts, in 0.08 day, on (B)(4) 2012 between 13:30:49 and 15:20:40.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Additional information was received which noted that the lead was explanted.